Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10604. It was reported the pt (B)(6) rec'd a bump to his ipg site while playing volleyball and stimulation is no longer working. Diagnostic testing identified high impedances. X-rays have been ordered. The pt will f/u with his physician at a later date to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.